Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 had failed and was unable to open. A technical support specialist recovered the device and the issue was resolved. The technical support specialist attached an article of "resolved issue - nonspecific resolution" for the user reference and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed to open. The customer stated that this malfunction occurred while dispensing the medication, they were unable to access the medication that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.